Event description:
Complainant alleged that during biomed testing, the device displayed "bridge test failed" and defib fault 72" messages. Complainant indicated that there was no pt involvement in the reported malfunction.